Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced about 10 episodes of syncope due to a pacing problem of the implantable pulse generator (ipg). Per histogram data, the patient had rates under 40 beats per minute (bpm) when the lower rate was programmed to 50 bpm. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. If information is provided in the future, a supplemental report will be issued.